Event description:
The physician reported that the associated sleeve of the subject lead was missing, and the suture sleeve from another device was used for the implantation.

Manufacturer narrative:
(B) (4) since the device was not returned, no device eval was performed. (B) (4). No device analysis was performed, because the device was successfully implanted. Review of device history records and procedures associated to the packaging of this lead, could not identify any deficiency that could have contributed to the issue. It was therefore determined that the issue is likely associated to operator error. Retraining has been performed on (B) (6) 2008 in order to prevent future similar occurrences.